Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The executive processor board had been previously replaced. The stm ran the unit for one hour and did not see any issues. The stm reviewed the service menu and saw the atmospheric pressure was very low. Once the stm started to calibrate the pressures, he found the soft key for removing the pressure meter would not activate. The x2 transducer value was less than the x1 and x3 transducers. The iabp was disassembled and the stm noticed excessive moisture and lubrication around the transducer and connections for pressure and vacuum. The stm cleaned all surfaces and o-rings associated with the drive manifold and reservoir assemblies then re-lubricated the assembly and was able to complete the calibration of the transducers. The stm ran the unit for another hour with no issues. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) keeps reading maintenance required after replacing multiple parts. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) keeps reading maintenance required after replacing multiple parts. There was no patient involvement, and no adverse event reported.